Event description:
It was reported by service report that the fowler was drifting with pt weight. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: fowler brake clutch.